Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Beginning (B)(6) 2015, 38 ventricular sic and non-sustained episodes with evidence of lead noise oversensing occurred. Analysis of the device memory indicated the right ventricular lead integrity alert. Rv lead integrity warning occurred on (B)(6) 2014 for 2 or more high rate non-sustained episodes and rv lead impedance variation in last 60 days. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. During the week ending on (B)(6) 2015, rv pacing impedance measured 1615 ohms. Impedances continued to be high and variable following a spike to 1064 ohms on (B)(6) 2014 up from a trend in the 300-400 ohm range. (B)(4).

Event description:
It was reported that the right ventricular lead exhibited noise on electrograms. The lead was capped and replaced. No patient complications have been reported as a result of this event.